Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/30/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with inflammation on the needle puncture site, which occurred the same day the sensor had been inserted in the leg. On (B)(6) 2023, the patient consulted a doctor, and the reaction was treated with oral antibiotics. The area was prepared with soap and water before placing the sensor on the body. At the time of the report the insertion area was still inflamed. No additional event or patient information is available.